Event description:
The customer observed a falsely elevated alinity I stat high sensitive troponin-I result on one patient. The patient was sent to the emergency room to have repeat labs drawn, however, no negative impact to patient management was reported. The following data was provided: sid (B)(6) 17may2023 initial result = 88.5 ng/l repeated after centrifuging again result = 93 ng/l. Vitros result from emergency room = 29.5 cutoff = 40. Overall population diagnostic cutoff for the alinity = 26.2 ng/l. Additional data provided on 07june2023: troponin result on same patient from 02june2023 = 10.48 ng/l testing on hbt tubes will not be performed due to now negative result. No negative impact to patient management was reported.

Manufacturer narrative:
Additional data provided on 07june2023: troponin result on same patient from 02june2023 = 10.48 ng/l testing on hbt tubes will not be performed due to now negative result. Section b5 was updated. The complaint investigation for falsely elevated alinity I stat high sensitive troponin-I results included a search for similar complaints, and the review of complaint text, trending data, labeling, and device history records. Return testing was not performed as returns were not available. A review of tracking and trending did not identify any related trends for the product for the issue. A ticket search for reagent lot 49083ud00did not identify an increase in complaint activity related to the issue under review. A device history review was performed on the reagent lot 49083ud00 and did not identify any non-conformances, deviations, or potential non-conformances. Worldwide data from customer field data was used to assess the performance of the alinity I stat high sensitive troponin-I assay. Review shows that the median patient result for the complaint lot is within established limits and comparable with other lots in the field, confirming no systemic issue for the lot. Labeling was reviewed and adequately addresses the issue under review. Based on the investigation, no systemic issue or product deficiency was identified for alinity I stat high sensitive troponin-I reagent lot 49083ud00.

Event description:
The customer observed a falsely elevated alinity I stat high sensitive troponin-I result on one patient. The patient was sent to the emergency room to have repeat labs drawn, however, no negative impact to patient management was reported. The following data was provided: sid (B)(6) (B)(6) 2023 initial result = 88.5 ng/l repeated after centrifuging again result = 93 ng/l vitros result from emergency room = 29.5 cutoff = 40 overall population diagnostic cutoff for the alinity = 26.2 ng/l no negative impact to patient management was reported.

Manufacturer narrative:
Complete information for a1 patient identifier= (B)(6). An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. This report is being filed on an international product, list number 8p13 has a similar product distributed in the us, list number 04z21.